Event description:
An intra-aortic balloon pump was alarming "did not fill with helium during purge" following approx 24 hrs of counterpulsation. The helium tank was changed, however, the alarm was still audible. The pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. The bio-med dept at the user facility evaluated the balloon pump. The helium valve replaced and the pump functioned as intended. The operating manual outlines the procedure for locating the possible causes for a "did not fill with helium during purge" alarm. Co's routine maintenance schedule addresses this issue in "changing the helium tank." Co believes the appropriate maintenance of this device could have prevented this event and do not attribute it to the device.